Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer stated the alarm was recurring. The customer's blood glucose 430 mg/dl. Customer did not treat their blood glucose at the time of the call. The customer declined to troubleshoot for the alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.